Event description:
This was a bilateral system. Reference MFR 3004209178-2012-11001.

Event description:
It was reported that the patient had a shocking/jolting sensation. The shocks were stated to be intermittent, but had been occurring more frequently, especially in the week prior to report. It was noted that the patient had an identified kink on his left side, but that it was asymptomatic. The location of the patient's symptoms was his left arm, though palpation revealed no shocking. The reporter indicated that there were no known accidents or incidents related to this event. It was also noted that the device impedances were "normal" with no issue for contralateral therapeutic control. The patient had advanced parkinson's disease and likely wouldn't be able to turn his device off for an extended period of time to do troubleshooting. Refer to manufacturer report #3004209178-2012-11001. Events with two devices were described and it was unclear if information in either report was exclusive to only one device.

Event description:
Follow up from the health care provider reported the cause of the even was a lead fracture. It was also noted there were out of range impedances for c+0, 0+2, 0+3, and c+3. No revision had occurred. X-ray confirmed break. It was also noted the patient had bilateral fracture and that the patient had been asymptomatic for years until this event. Patient was reprogrammed, they changed from monopolar to bipolar configuration and it improved the shock-like sensations. Signs and symptoms include shocking sensation. There was no hospitalization required due to the event. No further information was reported. Refer to manufacturer report # 3004209178-2012-11001 events with two devices were described and it was unclear which device was being described.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial#: unknown, implanted: (B)(6) 2011, product type: extension; product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID: 3387-40, lot#: j0424784v, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).